Event description:
It was reported that stent migration occurred requiring intervention. The 80% stenosed target lesion was located in the superior vena cava (svc) vein. A 18x40x75cm venous wallstent stent self-expanding was selected for use. During the procedure, the stent was deployed successfully. Post-dilation was performed using two balloons; however, it was noted that the second balloon got caught on a stent strut, causing the stent to shrink and the stent migrated closer to the heart. The stent was secured against the vessel wall by deploying an additional stent to prevent further migration. The procedure was completed with alternate device used. There were no patient complications as a result of this event.